Event description:
Information was received that the device has been explanted. The user's hearing performance with the device was affected. Reportedly, the user had pain around the array and coil which couldn't be resolved with refitting. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The device explantation report form states a full insertion at the time of explantation. In situ measurements showed the most basal channel in high impedance status since activation due to undetermined reasons. However, the remaining eleven channels should have provided sufficient audiological benefit. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
Information was received that the device has been explanted. The user's hearing performance with the device was affected. The user was re-implanted with a new device. Despite requests, no further information was provided for this complaint.